Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. The noise could be reproduced through isometrics and pocket manipulation. Low impedance was also noted. Device reprogramming was performed and the patient would be monitored.